Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had overdose and withdrawal episodes frequently after pump refill sessions. The patient had "passed out" once in her car following a pump refill. The pump was replaced. The patient was feeling better after the new pump was implanted. The patient was searching for a new physician to manage her pump refills because she was not comfortable with her prior physician. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.